Manufacturer narrative:
No product will be returned by the customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing separated from the drip chamber and leaked oxaliplatin onto the floor and onto the nurse. The IV tubing was connected to the patient during the event. The customer reported no patient and/or user harm.